Event description:
The patient had breast augmentation in 1987, using silicone gel filled implants. She developed contractions, approximately one year ago she developed my algias, particularly of the upper extremities. She has also developed fatigue symptoms but it has not effected her work status. The patient has a bilateral periprosthetic capsulectomy with removal of the implants. The implatns upon removal were intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.